Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was plugged into the generator and there was no energy in the jaws. A new generator was obtained, new kit was opened and procedure proceeded. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was plugged into the generator and there was no energy in the jaws. A new generator was obtained, new kit was opened and procedure proceeded. It was discovered that the harvester was keeping the device on too long and therefore causing the overheat protection to occur. The device was working appropriately but the harvester was not using the device correctly. Customer was re-educated. The hospital did not report any patient effects.